Event description:
An emergency dept nurse loaded an anti-free-flow tubing set into baxter 6301 pump 2 chamber. After priming the line for heparin use and closing the pump 2 side door it was evident that the safety clamp was not functioning properly as the pump continued to allow solution to pass through in a continuous stream. The nurse alerted the staff educator to witness the event. According to the educator they clamped the line downstream while the pump was programmed to run at 12 ml/hr and started "off-patient". It continued to free-flow so the line was clamped again and the unit was brought to clinical engineering "as is". Clinical engineering was unable, however, to duplicate the problem. Subsequent investigation in clinical engineering revealed a broken slide clamp from a previous use had been snapped off inside the safety clamp assembly.